Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015.

Event description:
It was reported that an alert was triggered due to out of range defibrillation impedance on the right ventricular (rv) lead. The rv lead impedance alert parameters were increased. The lead remains in use. No patient complications have been reported as a result of this event.